Event description:
The genesis stent dislodged during implantation. The target lesion was in the ostium of the left renal artery. The lesion was moderately calcified. The device was prepped according to IFU with no negative prep prior to insertion. Three was no difficulty advancing the device to or across the target lesion. The stent was never wthdrawn into the rdc guiding catheter prior to dislodgement. The stent was deployed in the vessel where it was. Since the stent missed the lesion little bit, one more genesis stent was used to cover the target lesion completely.

Manufacturer narrative:
A non sterile sds pg on amiia 5.0mm x 15mm, 142 cm was received coiled inside a bag. The balloon of the catheter appears as if it had been inflated and deflated. No other visual anomaly was observed on the received unit. The stent was not included; marks of the crimped stent were observed on the balloon surface. Stent length could be done because the stent was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The stent dislodged in patient and inaccurate placement failures reported by the customer were not confirmed; controls are in place to prevent defective balloons from leaving the facility. Refer the mwi's 10547896 rev 15, ro210080 rev 62 and 11749551 rev 8. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event. Therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.